Event description:
Incident as reported: lso ls exam w/ lysn od adhesions - "dr. (B)(6) was removing an ovary and used the inzii bag for retrieval. As dr. (B)(6) was removing the bag through the incision, a small piece of the bag's lower side broke and was left in the abdomen. The doctor removed the fragmented piece. There was no harm to the patient."

Manufacturer narrative:
Product in being returned for engineer eval. A f/u report will be sent once more info is available.